Event description:
A talent stent graft system was implanted into a patient for the endovascular treatment of a 66.8 cm diameter thoracic aortic aneurysm and a descending thoracic dissection approximately five months ago. The vessel morphology was reported as mild calcified and moderate tortuosity. It was reported that the stent grafts were implanted without issue. The patient presented approximately one month ago with chest pain. The CT revealed that there was continued disease progression with a type a dissection and the proximal bare spring was protruding out of the vessel wall. The physician believes that this was related to the patient's diseased anatomy. The physician performed an open surgical repair of the ascending thoracic aorta and a carotid artery to subclavian artery bypass. During the repair to the ascending aorta the physician cut/removed the proximal bare spring from the proximal stent graft. The rest of the proximal stent graft and the distal device were left in the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (vessel perforation), patient's condition affected effectiveness of device (pre-operative dissection, disease progression), incorrect technique/procedure (treatment of a pre-operatively dissected thoracic aorta). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (pre-operative dissection, disease progression), operational context contributed to event (treatment of a pre-operatively dissected thoracic aorta).